Event description:
It was reported that there was foreign material exiting from the air/water nozzle of the subject device. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed. The device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, the foreign material could not be identified. No deviations from the instruction manual could be confirmed for the reprocessing of the foreign material residue point. There was no physical damage to the foreign material detection point. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The instructions for use (IFU) cf-q150l/I, operation manual chapter 3 preparation and inspection describes how to detect them and cf-q150l/I, reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures describes how to prevent them. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.